Manufacturer narrative:
A new clip was sent to the user facility and after installation the problem was resolved.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the clip on the device were broken. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
Corrected block: adverse event or product problem.

Manufacturer narrative:
The reported complaint was confirmed. The manufacturer trained biomedical technician (biomed) confirmed that replacing the clips corrected the problem. No parts were returned to the manufacturer for evaluation as the user facility's biomed disposed of them. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.